Manufacturer narrative:
As part of normal complaint f/u, an eval of the event was initiated at mako surgical. Details from the event report were analyzed and matched with mako sales records. Records indicate that two pelvic checkpoints (model 116230) were sold for this case, which would correlate with event details; only one checkpoint is required to complete a case. Further eval is ongoing, and a supplemental report will be filed if further info is obtained.

Event description:
Mako received a letter from (B)(4) on (B)(4) 2014, with a voluntary medwatch report attached related to a makoplasty procedure. The surgeon performed a total hip arthroplasty (tha) using mako's robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip implant system. Reportedly, a checkpoint was displaced intraoperatively in the pelvis, and was unable to be removed by the surgical team. Therefore, the tha procedure was completed, and a general surgery team was called in to the operating room to make an abdominal incision to remove the checkpoint.